Manufacturer narrative:
The explanted lead was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was pacemaker dependent. The physician reported that the lead was not sensing or capturing during pacing. The tachy therapy was programmed off and the device was set to pace in the left ventricle only, until a lead revision could be done the following day. At the revision, this lead was attempted to be repositioned, but after several placements the lead measurements were still not acceptable. This lead was explanted and a new lead of the same model was implanted successfully. The new lead was connected to the existing device and therapy was programmed back on. No additional adverse patient effects were reported.